Event description:
A malfunction alarm was reported by the customer with the occurrence of the same issue multiple times on the pump. There was no adverse impact to the customer's blood glucose level. The customer restarted the pump and planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the pump and confirmed the shipping address. They provided instructions on how to store the pump and requested it be returned with a pre-paid label within 10 days, which the customer understood and acknowledged.